Event description:
Doctor complained of mesher sticking during a skin graft case. Doctor does not feel that the mesher functioned appropriately and stated that he was confident in saying that the equipment malfunctioned.